Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. The target lesion was located in a saphenous vein graft (svg) to the right coronary artery (rca). A promus element long, the stent system was unable to cross the graft so a guidezilla extension catheter was used. The stent was successfully crossed with the use of the guidezilla. The sent was deployed and upon removal of the extension catheter the shaft separated at the collar where the catheter connects to the hypotube. The catheter was able to be removed through the guide catheter and the procedure was concluded. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer - at the location of the collar and shaft bond there was a complete separation. There was ptfe sticking out of the separated end of the shaft. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The inner diameter of the guidezilla was measured within specifications. A .057¿mandrel was inserted through the tip and passed through the shaft with no unusual resistance. The stent delivery system (sds) used in the procedure was not returned for analysis. There was no evidence of any product quality deficiencies contributing to the damage or broken shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. The target lesion was located in a saphenous vein graft (svg) to the right coronary artery (rca). A promus element long, the stent system was unable to cross the graft so a guidezilla extension catheter was used. The stent was successfully crossed with the use of the guidezilla. The sent was deployed and upon removal of the extension catheter the shaft separated at the collar where the catheter connects to the hypotube. The catheter was able to be removed through the guide catheter and the procedure was concluded. No patient complications were reported and the patient status is fine.